Manufacturer narrative:
The crt-d and leads are not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d), right ventricular (rv) lead, and left ventricular (lv) lead exhibited noise on the ventricular channel that was being oversensed. In addition, there were high pacing threshold measurements that was decreasing the longevity of the crt-d's battery. A revision was performed and the crt-d and leads were explanted and successfully replaced. No additional adverse patient effects were reported.